Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the cysto-nephro videoscope had flakes coming from the inside of the scope. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, boroscope was used and found no peeling inside the channel wall. As per the customer: reprocessing was performed following the instructions for use (IFU) guidelines and there were no images / video of the reported flaking. Additional findings include the following: the bending section cover had a leak / had a cut / was cracked, the distal end was detached, and the insertion tube had fading markers / a deep cut / peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.